Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the 8015 unit giving a 600.66835 error. This unit was repaired under RMA (B)(4) associate file pr#(B)(4). The device is still showing the issue which the repair said it was fixed. No patient involvement.